Event description:
It was reported that during a right internal carotid artery stenting procedure with rx acculink stent, after post dilatation, the patient experienced asymptomatic slow flow in the target vessel which was treated with nitroglycerin through the sheath and aspiration. The cause of the slow flow was not determined as there was no thrombus noted in the aspiration syringe or the embolic protection device. The follow up angiogram showed normal flow. The patient's condition resolved the same day and the patient was discharged home one day after the procedure. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Vessel constriction (vessel spasm, vasospasm) may occur during this type of procedure and is listed in the instructions for use as known potential adverse events associated with the use of the product. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.